Manufacturer narrative:
No product returning for evaluation should new info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer was hospitalized for three days due to high blood glucose levels (>500 mg/dl), and diabetic ketoacidosis. Customer reportedly had a kinked cannula. Customer was treated with insulin drip, pain medication, and anti-nausea medication.